Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out-of-range pace impedance of greater than 2,500 ohms. The pace impedance has been intermittently out-of-range over the last year. Additionally, there was noise, oversensing, and low amplitude noted on the ra lead. The patient does not require atrial pacing. The sales representative will follow up with the physician and recommend turning off the atrial lead electrically. This product remains in service. No adverse patient effects were reported.